Event description:
Per the edwards lifesciences field clinical specialist report, after the transapical tavr with a 23mm sapien valve a single chamber ventricular permanent pacemaker (ppm) was implanted after the development of 3rd degree heart block. The 23mm sapien valve was deployed with a final position of 60:40 aortic. Echo assessment revealed trace central leak and no paravalvular leak. An aortic root angiogram was performed to assess final position of valve and patency of both the left and right coronary arteries, which were unremarkable. The delivery system was removed and rapid pacing performed for sheath removal. The physicians removed the sheath and used the previously placed purse string sutures to close the left ventricle. The patient remained stable throughout procedure. Post valve deployment, it was noticed the patient's rate was bradycardic and she was in 3rd degree heart block. The patient previously was in chronic a-fib and had a heart rate of approximately 90 bpm pre-procedure. Post valve deployment, the heart race was paced via the temporary pacemaker at 50 bpm. It was decided to have the electrophysiologist place a ppm while the patient was still on the table. Throughout the procedure, the patient's vital signs were stable.

Manufacturer narrative:
Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented edwards lifesciences technical summary, ¿clinical technical summary for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the cause for the reported 3rd degree heart block post valve implant cannot be confirmed; however, the event was not considered to be associated to a malfunction of the device. It is possible that this advanced age patient comorbidities in combination with procedural factors may have caused or contributed to the event as explained in the technical summary mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.